Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the following was reported. The device did deliver staples, but only a few in the adjacent tissue. The staples were loose and not formed properly. No staple line. The device did not cut. There was no difficulty opening the device, just problems firing it. I was anxious about opening the device without knowing whether it had stapled or cut, so placed a laproclip on the vascular pedicle either side before opening it. The device opened fine. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r5ag04. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more details about the issue with the device? Yes, the device did deliver staples but only a few in the adjacent tissue. Did the device deliver any staples? Yes, the staples were loose and not formed properly. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Staple line did the device cut? The device did not cut. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a was there any difficulty opening the device? There was no difficulty opening the device, just problems firing it. I was anxious about opening the device without knowing whether it had stapled or cut, so placed a laproclip on the vascular pedicle either side before opening it. The device opened fine. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Was there any adverse patient consequence? No. If yes, was there any medical or surgical intervention performed? N/a.